Event description:
It was reported that after placing the guidewire into the left ventricular (lv) lead, the wire became stuck and would no longer advance into the lead without considerable force applied to both the lead and wire. The physician suspected that the lead was potentially damaged following all of the manipulation, and decided not to implant the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.